Manufacturer narrative:
Batch review performed on 19 june 2018. Lot 147676: 25 items manufactured and released on 08 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event. Other device involved: femoral component sphere cemented size 4 r reference (B)(4), lot 161662: 50 items manufactured and released on 19 april 2016. Expiration date:2021-04-05. No anomalies found related to the problem. To date, 47 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 07 june 2018. One year and 9 months after primary total knee replacement the insert fixation screw got loose in the joint. It was immediately removed and articular surfaces were checked for scratches and damages. No consequence should be expected for the absence of the screw in the future life of the implant. If no damage on the insert and femoral component surfaces is confirmed, little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
During the standard follow-up check 1 year and 8 months after primary, the inlay fixation screw was found loose through x-ray. The screw was removed through a mini incision approach and without implanting a new one; no visible massive scratches or deformities found on the screw according to the surgeon, there was a slight metallosis visible, but no further treatment is planned so far.